Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be '3.3 poor flow¿ with a potential root cause of '3.3.1 improper storage causing crushed pad, pad dimples, and/or pad lines.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions 1. Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. 2. The pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. ¿ if this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. ¿ place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). ¿ the pads may be removed and reapplied if necessary. ¿ pads should be placed on healthy, clean skin only. 3. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) and the potential for rapid patient temperature change, it is recommended to use the following settings to the arctic sun® temperature management system: ¿ water temperature high limit: =40°c (104°f) ¿ water temperature low limit: =10°c (50°f) ¿ control strategy: 2 4. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) it is recommended to use the patient temperature high and patient temperature low alert settings. 5. Place a core patient temperature probe and connect to the arctic sun® temperature management system patient temperature 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. 6. Verify patient core temperature with an independent temperature probe before and at regular intervals during use. 7. Attach the pad¿s line connectors to the fluid delivery line manifolds. 8. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. 9. Begin treating the patient. 10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. 11. When finished, purge water from pad." Correction: labeled for single use.

Event description:
It was reported that the arctic sun device displayed low flow during therapy on a newborn. There were no alarms and the nurse made sure therapy was functioning properly. They had rewarmed and were controlling at target temperature. The target was 36.5c, patient temperature was 36.3c, trend indicator was one arrow up, water temperature was 39c, and the flow rate was 1lpm. Per follow up with the nicu nurse manager via phone on (B)(6)2019, the patient completed therapy with no further issues and the device was kept in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device displayed low flow during therapy on a newborn. There were no alarms and the nurse made sure therapy was functioning properly. They had rewarmed and were controlling at target temperature. The target was 36.5c, patient temperature was 36.3c, trend indicator was one arrow up, water temperature was 39c, and the flow rate was 1lpm. Per follow up with the nicu nurse manager via phone on 12nov2019, the patient completed therapy with no further issues and the device was kept in service.